Manufacturer narrative:
Approximate age of device ¿ 86 days. 2 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On 11/30/2016, it was reported that the patient presented to the emergency room and low flow/pump stop alarms were captured on the system controller¿s alarm history screen. The pump stoppages were confirmed through the manufacturer¿s review of the system controller log file, and driveline wire compromise was suspected. The patient was asymptomatic. On (B)(6) 2016, the patient's pump was exchanged and returned to the manufacturer for evaluation.

Manufacturer narrative:
The evaluation of the returned pump confirmed multiple driveline wire compromises that would have contributed to the reported pump stoppages. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and two additional segments measuring approximately 12 and 6 inches in length were also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the internal portion of the driveline at approximately 7-9 inches from the pump housing. Microscopic inspection of the underlying wires in the area of shield breakdown revealed breaches in the green and red wire insulation at approximately 8 and 8.5 inches from the pump housing, respectively. In addition, breaches in the orange and brown wire insulation were identified at approximately 8.75 inches from the pump housing. High potential testing of the driveline segment confirmed that the inner metal conductors were exposed in these locations. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing of the remainder of the returned portions of the driveline did not reveal any additional areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.